Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting with the tsc specialist, the customer indicated that quality controls (qc) for troponin and bnp were within range before patient samples were run. Qc had come out of range between that time and the next qc run. The customer then discovered that a bottle of base reagent had been placed in the wash 1 reagent position. The customer was instructed to clean the wash 1 reservoir, refill the reservoir with wash 1 reagent, and prime the system, which the customer did. The customer then calibrated and ran qc, all of which were within range. The tsc specialist confirmed with the customer that the reagent bottles were color-coded and that operators who use the advia centaur instrument were trained how to properly load reagent bottles on the system. The cause of the discordant, falsely low troponin and bnp results is user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low troponin and brain natriuretic peptide (bnp) results were obtained on patient samples on an advia centaur instrument. The discordant results were reported to the physician(s). Upon discovery that quality controls were out of range low, the samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin and bnp results.